Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: the suture was placed in the vaginal cuff. Two strands broke in a row. Surgeon was only lightly pulling on suture. Second operation to fix. Surgeon used a different suture to close the cuff. Operating room time was delayed approx. 35 minutes. It was unk if significant bleeding occurred.